Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2017. The merlin programmer estimated the longevity of the battery incorrectly. The incorrect measurement was noted during a follow-up on (B)(6) 2018. The patient was stable before, during and post follow up.